Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one introflex introducer. Examination of the returned introducer found that the wiper gasket, silicon gland and rotating cap were detached and inserted in the swan-ganz catheter. The returned wiper gasket, silicon gland and rotating cap were re-attached to the returned valve housing and were able to snap to the housing and function as intended. The rotating cap was tightened down and when in the full loose position could only be removed by placing a side load on the cap. A lab sample model 774f75 7.5f catheter was passed the entire length through the valve housing and sheath without difficulty. The introducer was tightened into the lock position, and the lab sample catheter remained locked and could not be moved. Examination of the valve¿s internal components: wiper gasket, silicone gland, duckbill valve and nylon gasket were all found to be in good condition. There was no visible damage to the introducer or the returned components. Dry blood was evident in the extension tube, introducer tip and valve housing. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of a dislodged introducer was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the wiper gasket was missing from the valve housing of the introducer and was inside the catheter, which has the potential to embolize into the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that when the procedure finished and the swan-ganz catheter was extracted from the introducer, ¿everything fell apart.¿ there was no blood loss and no additional intervention was needed. It was noted that nothing unusual had happened during insertion. A new introducer was not needed. There was no allegation of patient injury reported. Patient demographics were requested and not provided. The lot number was unknown.